Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4). The procedure to check the database of claims from year 2012 to 2016 and verified that to date have not received complaints related to this product code, and cause of incident, batch manufactured by b. Braun. Without any closed samples, a study cannot be performed to determine if the product fulfills the OEM requirements. If this problem continue, please submit used samples and / or 5 failing units from the same batch for investigation. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions.

Event description:
Country of complaint: (B)(6). When pulling the thread used for an anastomosis, when removing through the trocar with usual technique, needle disassembled from thread, hiding itself under subcutaneous tissue. Abdominal x-ray and fluoroscopy was needed to find the needle. Finally it was extracted.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: review of stock: it proceeds to review the available inventory of this code and lot number and is identified to date do not have units available. Quantity produced / imported: this product code and lot number 1044 units were produced. (B)(4). Background: the procedure to check the database of claims from year 2012 to 2016 and verified that to date have received complaints related to this product code, and cause of incident, batch manufactured by b. Braun. Batch record / record lot: revision of the figure for the production batch documentation was performed and no records of deviations or alterations during the process. Results for batch release: in relation to the results obtained for batch release, relative to the resistance assembly, these values met the requirements demanded for this type of suture. Conclusions: according to analyzes conducted on samples and given that there is no report of this product code in the last five years, the claim is assessed as unjustified. Although the results of the samples received closed meet the OEM requirements, note is taken of this issue in order to assess whether new or additional actions are required. Actions: it does not require any corrective or preventive action in this regard, since analyzes the samples were satisfactory.